Event description:
It was reported that post x-rays revealed a periprosthetic fracture. Stem, head and insert were removed and restoration modular stem implanted.

Event description:
It was reported that post x-rays revealed a periprosthetic fracture. Stem, head and insert were removed and restoration modular stem implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation as the patient kept it. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): patient kept.

Manufacturer narrative:
Evaluation summary: a review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. The exact cause of the event could not be determined, however it was reported that post x-rays (on the date of the primary surgery) revealed a periprosthetic fracture. Further information such as pre- and post-operative x-rays and the primary & revision operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and / or insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, the result of evaluation will be provided in a supplemental report.